Event description:
It was reported that the ilet displayed dosing stopped with a cgm pairing failed alert while connected to a dexcom g7 continuous glucose monitor (cgm), and the user had difficulty pairing the sensor due to incorrect pairing codes and toggling settings before starting a new sensor that entered warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.